Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed for a downstream occlusion. The patient confirmed there were no closed clamps, kinks, or pulling at the port. Fingertip pressure did not resolve the alarm. The pump was powered down, clamp closed, and cassette removed. Troubleshooting was performed but the alarm persisted. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.